Manufacturer narrative:
Continuation of d10: product ID neu unknown cath ,serial# unknown, implanted: (B)(6) 1999, product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider via a clinical study indicated important device information.

Manufacturer narrative:
Other medical products in use during the event include: brand name: intrathecal catheter, product ID: neu unknown cath , product type: 0184-catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from multiple sources (healthcare provider, foreign, clinical study) regarding a patient who was receiving unknown drug via an implantable pump for unknown indications for use. It was reported that the pump was refilled and the day after the patient had severe spasticity. Then she had numbness of both feet. This sensation has further ascended and at present she no longer has sensation bilaterally in the lower limbs, as well as the perineal region. She has regained feeling only from the level of the navel. Previously she had preserved proprioception in both legs, but she also indicated that gross touch was already disturbed. She no longer had strength. Over the past few days, she had fallen out of the wheelchair several times as her feet and legs slide forward when reaching out. Since she has no feeling and no proprioception at present, she did not notice that she had to correct her legs. She also experienced itching across the chest, under the armpits and across the back. The pump was interrogated and no issues were found. A catheter occlusion was reported and the entire device was explanted and replaced.